Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported they were hearing a multi tone alarm for "the whole week". Patient confirmed it was the critical alarm. Patient had not had a recent refill of their medication. The patient reported they had also not been "feeling well" for the past few days. The patient also stated they were not are not able to get connected to their pump . Patient stated they have been having issues getting connected since this morning. They stated the screen said connecting but would not go anywhere. Agent reviewed where internal antenna of the pump was, confirmed bluetooth and location was on. Agent then had patient toggle airplane mode on and off. Patient was able to connect to the pump and saw an alert that mentioned the "reservoir was empty". Patient also mentioned they "have never" received relief from their bolus's. The patient was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.